Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/not provided. Email address: unknown. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation as it was lost/discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient complained of blurry vision, lack of focus and photic phenomena after insertion of an intraocular lens (iol) into their left eye. An explant was then carried out and a new iol, of model zfw100 with 21.0 diopter was implanted. There was no other medical interventions reported. Patient has recovered post-op and waiting the one month follow up. It was indicated that the lens was lost by hospital. No further information was provided.